Manufacturer narrative:
Customer stated pt was bleeding profusely, with no suspected transfusion reaction reported. Retrospective testing performed by customer using vss165 and sample drawn was negative. The same sample tested against vss169 produced a 1+ reaction. Ortho clinical diagnostics (ocd) qa performed retain testing of vss165 and confirm the reactivity of the e antigen. Results were satisfactory. The potential malfunction of the device was not confirmed.